Manufacturer narrative:
It was reported that the hl20 lost the external mains power due to temporary fluctuation in the power grid of the hospital. The device switched to batteries however since the batteries were expired the hl20 did shut down. The event occurred during treatment and the customer had to use a hand-crank for 1 minute. No harm to any person was reported. As there was a pump stop during treatment, a report is required. As described in chapter 3.3 in the event of mains power failure an integrated and fully automatic battery backup system will be activated and powers the entire system. The system can be operated for up to 1.5 hours with the battery backup system (if not expired) so that most surgical procedures can be completed. A getinge field service technician (fst) was sent for investigation and repair on 2025-07-05. The failure could be reproduced, since the battery charge only lasts for 10 seconds. The customer was informed that the batteries are overdue for replacement and therefore needs to be replaced. The root cause for the failure "not working on mains power" was determined as unstable external power supply at the hospital, as confirmed by the getinge field service technician on 2025-07-18. The root cause for the failure "not working on batteries" was determined as overdue battery replacement, since the service interval of 12 months was exceeded as confirmed by the getinge field service technician (batteries were expired). According to the hl 20 instruction for use chapter 10 maintenance requires that the batteries are replaced in an interval of 12 months by authorized service personnel. Further according to chapter 5.8.1 check before every application the user shall always check the battery voltage before every treatment by using the hl20 in battery mode. The review of the non-conformities has been performed on 2025-07-11 for the period of 2020-03-10 to 2025-06-30. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-03-10. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "hl20 not working on mains power and not working on batteries" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to "hl 20, 4-pumps console base" , which is sold in the us under premarket submission number: k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for hl 20, 4-pumps console base with catalog number: 701028580, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that the hl20 lost the external mains power due to temporary fluctuation in the power grid of the hospital. The device switched to batteries however since the batteries were expired the hl20 did shut down. The event occurred during treatment and the customer had to use a hand-crank for 1 minute. No harm to any person was reported. As there was a pump stop during treatment, a report is required. Complaint ID: (B)(4).